Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets cannula kinked events on 4-jun-2024. The insertion sets were in use for two hours. The patient resolved all the event by replacing infusion sets and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-15340 - device 3 of 4.